Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: dbs-linear leads. Upn: m365db2202450. Model: db-2202-45. Serial: (B)(6). Batch: 7109016.

Event description:
It was reported that the deep brain stimulation (dbs) patient experienced a staph infection and erosion on the top of the scalp area. After exhausting conservative measures to improve the wound healing and receiving cultures it was decided to perform an explant procedure. The patient underwent a revision procedure where the dbs system was explanted. The patient was doing well postoperatively. The explanted devices were disposed at the medical facility and were not returned.